Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Also the criteria for right ventricular lead integrity alert were met. The impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was decreasing, the impedance of the right ventricular pacing lead was below the expected lower range. Finally the pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited low impedance, falling impedance, high thresholds, and had micro-dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a cut. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Blood visible in proximal conductor. Visual summary analysis of the lead indicated apparent implant damage. If information is provided in the future, a supplemental report will be issued.